Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that when the patient was getting up, the gastrostomy tube came out. It was verified in the morning, since they were reporting that it was loose, but the staff verified the position and it was 4 cm, without pain for the patient and without drainage. The doctor was immediately informed, who informed staff to pass the gastrostomy tube again. The doctor verified the old gastrostomy tube and the balloon was broken, so a new 20 fr tube was requested. The tube passed without complications and education was provided on alarm signs and symptoms, abdominal pain, bleeding, material leakage.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was manufactured on october 30, 2020. A gemba walk was performed, and the manufacturing process was reviewed. All process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. In addition, quality control inspections are performed to the product for material release; and production personnel performs a 100% visual inspection during the packaging process, in order to detect and discard any identified defects. There were no physical samples or photos received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor the process, complaints, and feedback for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.